Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent sensing on the atrial lead in bipolar configuration, and total undersensing in unipolar configuration, during the patient's atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.